Event description:
The account alleged the head section would not raise. No patient impact.

Manufacturer narrative:
The technician found the cardio pulmonary resuscitation lever is stuck in the down position. The technician released the cardio pulmonary resuscitation lever to resolve the issue.